Manufacturer narrative:
Correction added to the following fields: medical lot #6319954.

Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd vacutainer® citrate tubes were breaking. No serious injury or medical intervention reported.